Event description:
It was reported that a cgm error occurred. There was no reported impact to the customer¿s blood glucose level. The customer was advised by technical support to perform a complete pump reset and to follow up if the issue persists.